Manufacturer narrative:
Pending.

Event description:
It was reported to philips that the customer wanted to know about the alarm volume. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the customer wanted to know about the alarm volume. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the alarm volume needed to be adjusted. Upon conclusion of the evaluation, it was determined that the alarm volume needed to be adjusted. The rse instructed the customer on how to set the alarm volume. The device remains at the customer site and no further evaluation is required at this time.